Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second patient. The device was not returned for evaluation and the serial number was not provided for a DHR review.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated during use on two patients. There was no injury or intervention.